Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that flx pro procedure, a versacross connect laac was selected for use. Rf wire was inserted thru the non-boston scientific access needle and was attempted to advance to the superior vena cava (svc). The wire had issues advancing to the svc. After several attempts physician was able to rf across the septum. The watchman dilator was removed and the non-boston scientific pigtail catheter was inserted. After the removal of the rf wire the physician noticed the wires coating was coming off. The procedure was completed and no patient complications reported.

Manufacturer narrative:
Device technical analysis: it was informed that device was returning for analysis, however it was not received; therefore, at this time, a technical analysis of the complaint device could not be completed. A media was provided and upon review, the reported allegation of coating issue was confirmed, as the rf wire insulation was damage at distal tip. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk assessment: a review of the versacross connect laac access solution risk documentation was completed and confirmed that the event of insulation - damaged leading to prolonged procedure was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, boston scientific has assigned a investigation conclusion code of 'failure to follow instructions'. The device has not been returned to bsc for analysis, and the information within the event description including attached image suggests that the use of an introducer needle, which is considered misuse, led to the event.

Event description:
It was reported that flx pro procedure, a versacross connect laac was selected for use. Rf wire was inserted thru the non-boston scientific access needle and was attempted to advance to the superior vena cava (svc). The wire had issues advancing to the svc. After several attempts physician was able to rf across the septum. The watchman dilator was removed and the non-boston scientific pigtail catheter was inserted. After the removal of the rf wire the physician noticed the wires coating was coming off. The procedure was completed and no patient complications reported.